Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per email from (B)(6) customer stated the fork is broken near the top two holes.